Event description:
Information received by medtronic indicated the customer received insulin flow block alarm and the issue was resolved by changing the reservoir. Customer also stated that they received hardware low level failure error alarm. Customer stated that they were able to clear the alarm and did not received request to rewind. Customer stated the self test was performed and insulin pump passed it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring=clear. Device was returned for insulin flow block alarms, pump error 63 alarms, and cosmetic damage at the belt clip railings found on (B)(6) 2021. Device's history and trace files downloaded successfully using thus software. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or pump error 63 alarms noted during testing. However, no delivery alarms noted in the pump history on 11/16/2021 at 6:19pm during bolus. Pump error 63(variable=3) confirmed in the insulin pump history/trace files on 11/16/2021 at 6:29pm. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.3mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and broken belt clip rails. Insulin flow block alarms not confirmed during testing. No delivery alarms noted in the pump history on 11/16/2021 during bolus. However, no motor alarms noted during testing or in pump history files. Cosmetic damage was confirmed where broken belt clip rails was noted. Pump error 63 alarm confirmed in the pump history/trace files (variableinfo = 3) due to broken trace at pin#6 (sda) at u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.